Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's pump was off when they came to the emergency department and turned back on when the family brought batteries on (B)(6) 2024. The pump restarted after battery change. Nothing was seen on the system controller, or the system monitor showed any signs of the pump being off. Log files were submitted for review and did not contain any pump stop events. There were no unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended.

Event description:
It was additionally reported that the patient was admitted for altered mental status. It was unknown what power source the pump was connected to at the time of the event, and it was unknown if there were any alarms noted. No products were exchanged. The patient remained admitted as of (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of a pump stop could not be confirmed. The system controller event log file contained events from 04feb2024 through 05feb2024, per the timestamps. Review of the submitted log files reveal no indication that the pump was off. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. Additionally, the lvad periodic log file contained data dating back to 25jan2024 and the captured data indicated there had been no loss of power to the pump during that time. There is indication of a pump stop event on 04feb2024 in any of the submitted log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.